Manufacturer narrative:
Additional information: the patient has a history of chronic ear disease, including recurrent middle ear infections and multiple cholesteatoma. Reportedly, the ear disease re-occurred after implantation, requiring the device to be explanted to properly eradicate this condition. However, considering the proper sterilization of the device and the type of pathogens isolated, the reported infection was most likely due to a pre-existing middle ear disease that spread to the close implant site. No available information points to the device having caused or contributed to the reported issue, which continued for years after explantation. Further, no allegation against the device has been made and information from the field denies any problems with the device. The explanted device has not been received for investigational purposes.

Event description:
The user was suffering from an infection in the middle ear that has reportedly spread to the level of the implant, therefore the device was explanted in 2016. The user was subsequently hospitalised due to multiple infections in (B)(6) 2017, (B)(6) 2018 and (B)(6) 2019. Furthermore the user is suffering from multiple cholesteatomas and an ear fistula. There was no report of any trauma or injury. The device was explanted in 2016 and was re-implanted at a later date. Med-el was informed of the explantation in summer 2021.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was suffering from a middle ear infection that was unsuccessfully treated and therefore the device had to be explanted. The infection had reportedly spread to the level of the implant and the user was hospitalized due to multiple infections in (B)(6)2017, (B)(6) 2018 and (B)(6) 2019. The device was explanted on (B)(6) 2016 and the user was re-implanted at a later date.